Event description:
A customer contacted global technical services regarding assistance with the homechoice (hc) unit during use. Per the initial report, the home patient (hp) stated the solution was coming out of the cassette and the power strip caught on fire. The hp reported that the solution came from one of the lines, it had a crack in it. The hp stated that she did not know what line the solution was coming out from. The hp stated that she was asleep when the care giver (cg) heard a popping sound and noticed that there was solution all over the floor. The power strip was on the floor, and there was a slit in the tubing, causing the solution to go everywhere and spill onto the power strip. The cg noticed a fire from over by the wall and was unable to pull the plug out of the power strip until the fire was out. They were able to put the fire down and damage occurred on the flooring and there was a black spot by the wall. The hp did not notice anything different with the package, the cassette or during priming. The hp stated that she didn't notice the slit until she heard the popping noise and leaking occurred. The hp was asked about the sample; however, the sample was already discarded. The nurse stated that the hp doesn't have any issues with the cassettes, and the hp is doing fine and resuming therapy on the cycler. No injury or medical intervention was reported.

Manufacturer narrative:
Per the customer, the sample was discarded. Should additional information becomes available, a follow up MDR wil be submitted.